Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2019 with blood glucose of 864 mg/dl at the time of the incident. The customer used the pump, manual injections, and was given intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, and dehydration. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed the high pressure test. The customer reported lost sensor and calibration issues and sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.